Event description:
Attempted to administer b12 injection unable to administer medication, medication did not flow through needle. Needle discarded; new needle placed. Medication administered appropriately. Lot # 2025239